Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2016, it was reported that a patient with an implanted pump died. According to the reporter, the patient got an infection that ¿created a big hole¿. The reporter stated it was from getting the pump refilled, but did not know if it was the spine or what area. The patient reportedly became paralyzed and couldn¿t walk. According to the reporter, it took 10 to 15 years, with the infection, which may have been a staph infection, but eventually it killed the patient. The healthcare provider and drug information were unknown.